Manufacturer narrative:
Date of birth: unknown, not provided. Sex/gender: unknown, not provided. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model pcb00v +20.5 diopter) was implanted in the patient's operative eye. After the surgery, the patient left the operating room. It was while preparing for the next patient that the theater staff realized that the lens pcb00v +20.5 was not intended to be implanted in that patient. Reportedly, the patient identity verification was not done. The patient, then in the waiting room came back. There was a delay of 15 to 20 minutes before the lens was explanted. No patient injury was reported. No further information was provided.